Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient presented with aphasia and right arm movement deficiency. Speech therapy was initiated. Three days post valve implant, a secondary brain hemorrhage occurred and the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received, that during the implant procedure a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was re-sheathed once prior to being implanted at a depth of 9.7 mm at the non coronary cusp and 11.7mm at the left coronary cusp. A post implant balloon aortic valvuloplasty (bav) was then performed. Mild aortic regurgitation was noted. After the implant, peri-interventional aphasia was noted. A computed tomography (CT) was performed and indicated ¿no major perfusion deficits¿. However, the physician suspected ¿calcification-related apoplexy¿. Three days post implant, left sided semi-paralysis was noted. A computed tomography (CT) indicated a cerebral vascular accident (cva). It was suspected that the stroke was initially embolic in nature and over the three days post implant, progressed to hemorrhagic. No interventions were prescribed. Per the physician, further neurologic intervention was not discussed due to the advanced age and the lack of prospects of curative treatment. Palliative care was prescribed and the patient died. An autopsy was not performed it was reported that the patient had a past medical history of complete heart block (chb), left bundle branch block (lbbb) and atrial fibrillation (afib). Anticoagulation therapy had been prescribed previously. It was also noted that the patient had a severely calcified, high-level aortic valve stenosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.